Event description:
Customer reported the alarm sounds continuously when in use with the sensor. Batteries have been replaced with a new supply. Customer also reported there is no physical damage to the outside of the alarm and did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit confirmed that the unit sounds continuously when in use with 8308 customer's sensor pad due to all the pins inside the sensor receptacle being bent down. (B)(4).